Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro delivery system (wds) and a watchman trusteer access system (was) were selected to be used. At the end of the procedure, a pericardial effusion was noted and discussed. Both physicians decided that a pericardiocentesis should be performed to ensure no later complications. 120ml of dull red blood was drained. The patient was stable and was discharged on (B)(6) 2026.